Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump history was noted to be inaccurate. In addition, the time and date settings were previously incorrect. The customer was unsure how long the time and date settings were inaccurate. Reportedly, the customer corrected the settings prior to contacting tandem technical support. The customer also reportedly received an error message that simply stated "error" when attempting to deliver a bolus. The customer's blood glucose (bg) level was 222 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.